Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device displayed a "defib pad short" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and defib testing without duplicating the report. Review of the device log does show the customer's report; however, this is not an indication of a device malfunction. This is an advisory prompt to indicate the device sees a patient impedance of zero. This would normally be seen when the multifunction cable is attached to the shorting plug or the defibrillation pads are not open. The device was recertified and returned to the customer. The electrode pads used during the event were not returned as part of this investigation. No trend is associated with reports of this type.